Event description:
It was reported that the spinal cord stimulation (scs) patient experienced stimulation sensation in her lower back even when the device system was turned off. Reprogramming and troubleshooting of the device did not resolve the issue. Analysis of the patients database revealed no anomalies related to the event, however, it was noted that there were high impedance readings on the contacts in port b of the implantable pulse generator (ipg). Therefore, the patient underwent an explant procedure of the ipg. The leads remained implanted in the patient. Postoperatively, the patient could still feel the stimulation sensation but it was not as strong as before.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2022. Correction to initial MDR in field g4. Device analysis performed on the returned ipg was unable to confirm the reported event of stimulation felt by the patient when the device is turned off or set to 0 amp. The ipg passed all required specifications; laboratory testing confirmed the device exhibited normal characteristics and confirmed impedances were within the expected range on all ipg ports. The database analysis revealed high impedance readings coming from the contacts of the lead connected to port b of the ipg; however, this lead remains implanted in the patient, working as intended with no reported issues. A review of the instructions for use (IFU) revealed that changes in tissue, position of the electrodes, loose electrical connections and/or lead failure are all known risks with use of an scs system. Therefore, with all the available information, engineers concluded that the cause of the reported event was unable to be determined.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced stimulation sensation at a very low feeling in her lower back even when the device system was turned off or set to 0 amp. Reprogramming and troubleshooting of the device did not resolve the issue. Analysis of the patients database revealed no anomalies related to the event, however, it was noted that there were high impedance readings on the contacts in port b of the implantable pulse generator (ipg). Therefore, the patient underwent an explant procedure of the ipg. The leads remained implanted in the patient. Postoperatively, the patient could still feel the stimulation sensation but it was not as strong as before.